Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
In 2006, the facility representative reported an overinfusion during patient use. The facility stated that the infusion should have taken 48 hours. One month later, the facility's nurse reported that a patient received an overinfusion of morphine. At 12:45 am, an infusion of 45 ml of normal saline containing 45 mg of morphine was set to infuse 1ml/hr. At 2:30 am, the bag of medication was completely empty. The pump indicated that 32 ml of medication remained to be infused. The patient became lethargic and confused and tried to get out of bed, but "came out of it" and was later sent home. The patient's respirations dropped to 9. Baxter has arranged to obtain more specific information about this event when the patient's chart is available.